Event description:
When a brand-new pico 7 kit was opened, it was confirmed the trace of the battery leakage, i.e., the outer film of the dry battery has lifted and there was some white powder inside the film. The treatment was continued with another pico 7 and the faulty pump was not used in the patient. No delay was reported.

Manufacturer narrative:
The device intended for use in treatment has not been received for evaluation. However, the supplied photos¿ have been reviewed, which has established a relationship between the reported event. With the root cause identified as battery failure. The process control for the device captures 100% inspection of these prior to be placed in the trays. Which was confirmed by the batch record review. It is likely that this failure occurred during the transport and storage of the device. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed with similar instances recorded, these instances are being monitored, however this investigation is now complete. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch.